Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested and is currently pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on an unknown date. The distal tip of the matrix screwdriver holding sleeve was stripped and broke off. There was no surgical delay reported. No patient consequence and surgical outcome was unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: part: 03.632.036; synthes lot: 6746388; supplier lot: 6746388; release to warehouse date: december 29, 2011; supplier: avalign technologies - nemcomed. The material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation flow: broken visual inspection: upon visual inspection at us cq, the most distal thread of the inner sleeve was observed to be sheared and broken off. One of the remaining threads on the distal end of the inner sleeve was observed to be rolled over. Additionally, the body of the inner sleeve had scratches and moderate surface wear; the knob of the inner sleeve had scratches and surface wear and was discolored; the distal end of the inner sleeve had very heavy surface wear, causing the surface finish to be removed; and the etch on the inner sleeve was faded. Moderate scratches and surface wear was observed on the outer sleeve. The received condition agrees with the complaint condition; thus, the complaint is confirmed. Document/specification review: the following documents were reviewed as part of this investigation: retaining sleeve, matrix. Inner sleeve, retaining sleeve, matrix. Dimensional inspection: the following dimensions were deemed relevant to the complaint condition: the diameter of the cannulation of the inner sleeve and the outer diameter (od) of the distal threads of the inner sleeve. Per specification, the threads at the distal end of the inner sleeve are m6.5 x 0.75 ¿ 3h4h. This equates to an od specification of 6.41 mm ¿ 6.50 mm. When measured with a micrometer, the od was found to be 6.454 mm. This is within the design specification. Per specification, the diameter of the cannulation of the inner sleeve at the distal end of the device is 4.66 mm +0.02 mm/-0 mm. When measured with a gage pin, the cannulation was found to be 4.66 mm. This is within the design specification. Material/hardness review: based upon the device history record (DHR) review, the material hardness value was confirmed to be within the design specification with no relevant non-conformance noted. Conclusion: a visual inspection, document/specification review, dimensional inspection and material/hardness review were performed as part of this investigation. One of the distal threads of the device was observed to be rolled over and another was noted to be broken off, thus confirming the complaint. Although a definitive root cause could not be established, it is possible that the threads on the distal end of the device experienced unintended off-axis forces, leading to the complaint condition. No product design or manufacturing issues were identified. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The broken piece was retrieved during the procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report.